Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and displayed a voltage too low for the projected remaining capacity alert upon interrogation. The health care professional (hcp) stated that the ICD was at elective replacement indicator (eri) but at further review had a voltage alert. Boston scientific technical services (ts) discussed the safety mechanism and offered to analyze data. The ICD was explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.014 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.